Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 90 seconds. The product could be removed from the patient's body without being cut off and the procedure was continued by replacing it with another of the same device. No patient complications were reported.